Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/05/2018. Additional information was requested and the following was obtained: initial quantity involved =3; however 1 muscle affected, please clarify; yes, muscle affected. Was the surgeon opinion that 1 suture may have contributed to the infection? Yes as per surgeon w9552 contributed the infection. Do you mean 3 devices to be returned for evaluation? Total sutures used in infected muscle during procedure is 3. What is the status of product return for evaluation? Already sent with previous complaint of patient 1. What is the patient current condition? Patient is ok. Representative samples returned to support investigation of infection device issue captured in report 2210968-2018-75606. Analysis results have been included in follow- up reports.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/20/2018. Additional information was requested and the following was obtained: is the lot jl5dwcm the same for both sutures used on both eyes? No. Do you have any samples for evaluation? No. Correction: representative samples returned to support investigation of infection device issue captured in report 2210968-2018-75606. Analysis results have been included in follow- up reports.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure? (B)(6), female, (B)(6), 156cms. Date and name of the index surgical procedure? (B)(6) 2018, (re) lateral rectus re-recession and (le) mr resection. The diagnosis and indication for the index surgical procedure? V pattern exotropia. What tissue location of the placement of suture? Both rectus muscles, for each rectus muscle separate suture was used. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Normal. What were current symptoms following the index surgical procedure? Onset date? (Le) redness and severe congestion and discharge on 6th post op day, pus point noted on le medial rectus insertion point 16th post op day. Date ¿ time of onset of infection from the surgical procedure? Pus point noted on le medial rectus insertion point on (B)(6) 2018. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? No. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Preoperatively ¿ moxifloxacin eye drop for one day. Intraoperatively ¿ ciprofloxacin eye ointment at the end of surgery. Postoperatively ¿ moxifloxacin eye drop 6 times a day for one week and 4 times a day thereafter . Were cultures performed? Results? Yes. Staphylococcus aureus. Other relevant patient history / concomitant medications this patient was a known case of treacher collins syndrome. However eyelid closure was adequate. Other medications were prednisolone eye drops 6 times a day and lubricants 4 times a day. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Since the same surgical instruments were used in both muscle surgeries and infection happened in only one muscle, the surgical instruments are not considered as the source of infection. Since different 6-0 vikryl sutures were used for each muscle, it could have been a source of infection. Also this patient had underwent prior squint surgery in (B)(6) 2017 which was uneventful. One of the previously operated muscle was re-operated in this surgery. However the infection happened over the new muscle operated in this surgery. What is the patient¿s current status? Wound exploration was done with evacuation of pus. There was scleral necrosis underlying the infection site. The area gradually epithelised and healed over 6 weeks. However scleral thinning with uveal tissue show persists over the medial rectus insertion region. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the surgeon opinion that 1 suture may have contributed to the infection? Do you mean 3 devices to be returned for evaluation? What is the status of product return for evaluation? What is the patient current condition?

Event description:
It was reported that a patient underwent le medial rectus resection procedure on (B)(6) 2018 and suture was used. The patient experienced wound redness, congestion, drainage on post op day 6. The patient was diagnosed with infection on (B)(6) 2018. The culture of le medial rectus incision noted staphylococcus aureus and the patient was treated with antibiotic drops. Wound exploration was done with evacuation of pus. There was scleral necrosis underlying the infection site. The area gradually epithelised and healed over 6 weeks. However scleral thinning with uveal tissue show persists over the medial rectus insertion region. Additional information has been requested.